Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the patient was observed to have intermittent twitching at high outputs. A right ventricular (rv) lead perforation was suspected, and the lead was subsequently repositioned and remains in use. During the repositioning, it was noted that the right atrial (ra) lead had deviated slightly from the original position, and was also repositioned and remains in use. No further patient complications have been reported as a result of this event.